Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage and keypad anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated that the buttons are harder to press or unresponsive and sticky. The customer also reported that the old rubber ring on the cap around the reservoir sometimes rewind and sometimes stop. Customer stated that the insulin pump had unexplained no delivery alarm and had diminished battery life. The insulin pump will not be returned for analysis.